Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4) , ubd: (B)(6) 2022, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a company representative (rep) form a health care professional (hcp) on a patient receiving morphine, 2 mg/ml for concentration at a dose of 0.4 mg/day via an implanted pump device. It was reported that patient pump pocket was leaking. The hcp suspected an infection. Exploratory surgery revealed puss in pump pocket and catheter incision. Environmental/external/patient factors that may have led or contributed to this issue is unknown. It was mentioned that cultures was sent, and they expected results in 4 days. Interventions/actions that were taken to resolve the issue was the full system explant due to infection. The issue was resolved at the time of this report. Patient status at the time of this report was alive - with injury due to infected pump and catheter pocket.